Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprosthesis to treat and abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed a type ii endoleak with 4mm aneurysm growth. On (B)(6) 2010, the patient was implanted with a boston scientific vortex coil. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.